Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: product ID 419688 implantable pacing lead, implanted: (B)(6) 2010; product ID 507652 implantable pacing lead, implanted: (B)(6) 2010; product ID 694765 implantable tachy lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) earlier than expected. It was also noted that the patient has higher right ventricular and left ventricular thresholds. The device was explanted and replaced. No patient complications have been reported as a result of this event.